Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4)

Event description:
A clinical director reported that following an intraocular lens (iol) procedure, the patient could not see to read and had blurry distance vision. An iol exchange is planned. Additional information was provided by the clinical director that the iol was exchanged and the event resolved. In the surgeon's opinion the iol did not cause or contribute to the event. The iol power was "off."